Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text: device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the client opened pulsavac package and saw that the battery was melted inside. The device was not used on a patient. No adverse events were reported as a result of this malfunction.